Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Receiver was charged and would perpetually boot up. Functional testing and data download was unable to be performed due to the perpetual rebooting. The receiver case was opened to download data log directly from the ui pcba board. The reported event of a loss of connection could not be confirmed during log review because there was no data available. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.